Event description:
Customer reported meter results of 31 mg/dl and 34 mg/dl on this device, inform system 1, 81 mg/dl on inform system 2, lab result of 76 mg/dl within 10 mins. Customer reported no pt symptoms, pt given "d50" based on 31 mg/dl and 34 mg/dl on inform system 1. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
See medwatch with a1 pt for inform system 2. This medwatch is being filed for inform system 1.